Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -3.5/1.5/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. Intraoperatively the lens was removed and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation-the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).